Event description:
A consumer's spouse reported that her husband has experienced blurry and double vision following an intraocular lens (iol) implant procedure. She reported they have seen a second surgeon who stated there is a mark on the lens and is planning a lens exchange procedure. The second surgeon sent the patient to a retina specialist to rule out a retina problem due to blurry vision. The retina specialist told the patient there is no problem with the retina and also noticed the mark across the iol. In a follow up, the surgical director reported a posterior capsule opacity has been observed by the second surgeon.

Manufacturer narrative:
The product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4). This report was mailed to FDA on 07/31/2014. (B)(4).